Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gastric bypass, on gastric stapling, the device failed at the moment it was fired and it did not cut or staple. They changed the products to complete the case. There was no patient injury.